Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call air bubbles anomaly on the insulin pump. Troubleshooting was not performed. Customer advised the air bubbles anomaly remained unresolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.